Event description:
Covidien received info stating that during use on a pt the display began to fade and was hard to read. The device was not returned to covidien for eval. The device was evaluated by a third party. There was no harm or injury to the pt as a result of this event.

Manufacturer narrative:
Info received from the third party states that they have had the unit on and the display is clear and the device is functioning correctly.